Manufacturer narrative:
H10: the lot numbers for nine malfunctions were not provided. The lot number and medical records were provided for one of the malfunctions, and the product catalog changed to dl900j, lot number gfyh3676. The devices for the ten malfunctions have not been returned for evaluation; however, one of the ten malfunctions had medical records provided for review. The company is still investigating the issue at this time. H10: g4. H11: b5. D1, d4, g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model unknown denali vena cava filter allegedly experienced malposition (tilt) of device and perforation of the ivc. This information was received from various sources. The ten malfunctions all involved patients with no reported consequences. One patient is female, 72 years old, and 270 pounds. The remaining patients¿ age, weight, and sex were not provided.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model unknown denali vena cava filter allegedly experienced malposition (tilt) of device and perforation of the ivc. This information was received from various sources. The seven malfunctions all involved patients with no reported consequences. Four female patients ages were reported ranged from 52 to 72 years, two weights ranged from 270 to 403 pounds, and two ranged from 58 to 98 kgs. Two other patients were reported as male between the ages of 57 to 78. All other patient information wasn't provided.

Manufacturer narrative:
H10: of the 10 initially reported malfunctions, three malfunctions were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80181, 2020394-2021-80304, and emdr child rec 1746048. H10: the lot numbers for six malfunctions were provided and lot history reviews were performed. The product catalog for three malfunctions changed to dl900f and three malfunctions changed to dl900j. The devices for the seven malfunctions have not been returned for evaluation; however, six of the seven malfunctions had medical records for review and images were provided for two malfunctions. For one malfunction, difficult to deploy code was added additionally and the investigation was confirmed for filter limb perforation of the ivc wall, filter tilt, and deployment difficulty. For two malfunctions, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc); however, the investigation is unconfirmed for alleged filter tilt. For one malfunction, difficult to remove code was added additionally and the investigation is inconclusive for perforation of the ivc, filter tilt and retrieval difficulties. One investigation is inconclusive for perforation of the ivc and filter tilt. The remaining two malfunctions are currently underway. The devices are labeled for single use. H10: g3, d4 (corporate lot no: gfzg3123, gfbr1222, gfyl3379, unknown). H11: b5, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model unknown denali vena cava filter allegedly experienced malposition of device and perforation. This information was received from various sources. The six malfunctions all involved patients with no reported consequences. Four female patients and two male patients ages were reported ranged from 52 to 78 years, four patients weight ranged from 127 to 403 lbs. All other details of the patients were not provided.

Manufacturer narrative:
H10: of the nine initially reported malfunctions, three malfunctions were reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80181, 2020394-2021-80304 and 2020394-2021-80665. H10: the lot numbers for six malfunctions were provided and lot history reviews were performed. The product catalog for three malfunctions changed to dl900f and three malfunctions changed to dl900j. The devices for the six malfunctions have not been returned for evaluation; however, medical records provided for all malfunctions and medical images were provided for four malfunctions. For one malfunction, difficult to deploy code was added additionally and the investigation was confirmed for filter limb perforation of the inferior vena cava wall, filter tilt, and deployment difficulty. For two malfunctions, the investigation is confirmed for alleged perforation of the inferior vena cava; however, the investigation is unconfirmed for alleged filter tilt. For one malfunction, the investigation is confirmed for perforation of the inferior vena cava and filter tilt. For one malfunction, the investigation is inconclusive for perforation of the inferior vena cava and retrieval difficulties; however, the investigation is unconfirmed filter tilt. For one malfunction, the investigation is confirmed for perforation of the inferior vena cava and inconclusive for alleged filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot no: gfzg3123, gfbr1222, gfyl3379), g3. H11: b5, h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot numbers for nine malfunctions were not provided. The lot number and medical records were provided for one of the malfunctions, and the product catalog changed to dl900j, lot number gfyh3676. The devices for the ten malfunctions have not been returned for evaluation; however, one of the ten malfunctions had medical records provided for review. The investigation was confirmed for filter limb perforation of the ivc wall, filter tilt and deployment difficulty. The remaining nine malfunctions are inconclusive as no objective evidence was provided for review. Two malfunctions were reassessed and added the code 1528 - difficulty to remove to trending. One malfunction was reassessed and added 1157 - difficult to deploy to trending. A definitive root cause could not be determined. The devices are labeled for single use. H11: h2, h6 (results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model unknown denali vena cava filter allegedly experienced malposition (tilt) of device and perforation of the ivc. This information was received from various sources. The ten malfunctions all involved patients with no reported consequences. One patient is female, 72 years old, and 270 pounds. The remaining patients¿ age, weight, and sex were not provided.

Manufacturer narrative:
H10: the lot numbers for the ten malfunctions were not provided. The devices for the ten malfunctions have not been returned for evaluation; therefore, the investigation is inconclusive for malposition (tilt) of device and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the device. Of the ten malfunctions, two devices were determined to also include an additional FDA device code (1528). The devices for these two malfunctions were not returned, therefore the investigation is inconclusive for difficulty to remove. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model unknown denali vena cava filter allegedly experienced malposition (tilt) of device and perforation of the ivc. This information was received from various sources. The ten malfunctions all involved patients with no reported consequences. The patients¿ age, weight, and sex were not provided for any of the malfunctions.

Manufacturer narrative:
H10: the lot numbers for three malfunctions were provided and lot history reviews were performed. The product catalog for one malfunction changed to dl900f and two malfunctions changed to dl900j. The devices for the ten malfunctions have not been returned for evaluation; however, three of the ten malfunctions had medical records for review and images were provided for two malfunctions. For one malfunction, difficult to deploy code was added additionally and the investigation was confirmed for filter limb perforation of the ivc wall, filter tilt and deployment difficulty. For two malfunctions, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for alleged filter tilt. For two malfunction, difficult to remove code was added additionally and the investigation is inconclusive for perforation of the ivc, filter tilt and retrieval difficulties. The remaining five malfunctions are inconclusive for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown.the devices are labeled for single use. H10: g4, d4 (corporate lot no: unknown).

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model unknown denali vena cava filter allegedly experienced malposition (tilt) of device and perforation of the ivc. This information was received from various sources. The ten malfunctions all involved patients with no reported consequences. Of the ten patients, three female patients ages were reported ranged from 52 to 72 years, two patients weight were provided ranged from 270 to 403 pounds, and one patient was 98 kgs. There was no other information provided for all the patients.

Manufacturer narrative:
H10: the lot numbers for nine malfunctions were not provided. The lot number and medical records were provided for one of the malfunctions, and the product catalog changed to dl900j, lot number gfyh3676. The devices for the ten malfunctions have not been returned for evaluation; however, one of the ten malfunctions had medical records provided for review. The investigation was confirmed for filter limb perforation of the ivc wall, filter tilt and deployment difficulty. The remaining nine malfunctions are inconclusive as no objective evidence was provided for review. Two malfunctions were reassessed and added the code 1528 - difficulty to remove to trending. One malfunction was reassessed and added 1157 - difficult to deploy to trending. A definitive root cause could not be determined. The devices are labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model unknown denali vena cava filter allegedly experienced malposition (tilt) of device and perforation of the ivc. This information was received from various sources. The ten malfunctions all involved patients with no reported consequences. One patient is female, 72 years old, and 270 pounds. The remaining patients¿ age, weight, and sex were not provided.

Event description:
This report summarizes ten malfunction events. A review of the events indicated that model unknown denali filters experienced both malposition of device and patient/device interaction problem. These reports were received from various sources. Of the ten events, all involved patient interaction but none reported serious injury. Age, sex, and weight were not provided for any of the patients. In all cases, the unknown denali filters were not returned. In all cases, the lot number was not provided, which also prevented device history record investigations as well.